Manufacturer narrative:
An event regarding pain and elevated metal ions involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and elevated metal ions is considered to be under the scope of this recall. No further investigation is required.

Event description:
Information received from legal: plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2009 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Update 03/september/2021 wg: as reported by rep: "left total hip revision. Presented with left hip pain and elevated cobalt chromium levels from a total hip replacement performed at an outside facility approximately 12 years ago. Revision surgery was performed and the surgeon removed and revised the femoral stem to a stryker restoration modular stem. The acetabular component was retained, the acetabular screws were removed and a new liner was inserted." Rep provided the revision usage sheet and confirmed that no further information is available from the hospital.